Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported that they were trying to connect to their pump yesterday and saw a message that said an unexpected error occurred, error code 15, contact your it administrator. Patient mentioned it takes a long time to connect to the pump. Agent assisted the patient in closing all applications and clearing session reports. Patient confirmed they were able to successfully connect to the pump much more quickly. The troubleshooting steps that were taken on the call resolved the issues. Patient mentioned they usually have 4-5 boluses per day. Patient stated they had a pain medication and a "relaxer" but they did not know the name of either. Patient stated the medication made them tired so the healthcare provider (hcp) did not increase the daily dose but increased the number of boluses because the patient "gets a lot of pain".